Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made to resolve the issue. No patient information was provided.

Manufacturer narrative:
Correction: h6 update to reflect programming changes.